Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: the battery compartment was cracked traveling up from the case seal. The bolus button was torn but still responsive. A leak test failed due to the bolus button damage. Moisture was found on the internal components of the pump.